Event description:
This ra lead was implanted on (B)(6) 1997. A call to technical services on 10/27/2011 states that lead was found to have insulation issues. Less than less than 120 ohms impedance in bipolar and less than 200 ohms unipolar. Device was showing early signs of battery depletion. Lead had shown oversensing. Patient had inappropriate episodes stored as a result of what device thought was afib. Patient was not symptomatic due to lead problems but they were experiencing some stim due to unipolar lead configuration. Lead was capped by dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).